Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical infusion pump being used with a cadd cassette reservoir had a no disposable alarm approximately half way through infusion. A new cassette was made and the infusion resumed. The patient experienced a delay in therapy, but there was no patient/clinical injury.